Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual inspection, the motor was discovered to be corroded and the rotor bearings were worn.